Event description:
Patient being treated for breast cancer had vaxcel port implanted in 2009 for delivery of chemotherapy drugs (taxotere, adriamycin & cytoxan). Skin irritation/redness at the insertion site began to appear one week later. Port was explanted at approximately 11 days later. Patient skin situation has not improved - they now have an open wound requiring drainage and are being treated with antibiotics. The used port assembly has been returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The used device has been returned for evaluation. Preliminary inspection does not reveal any damage or defects, but the investigation is still on-going. Upon completion of the investigation, a follow-up medwatch will be submitted.